Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR " was not confirmed during the functional testing and archive data review. During the initial functional testing, the autopulse platform displayed user advisory "(ua)17" (max motor on time exceeded during active operation) error message upon powering on, unrelated to the reported complaint. The root cause of ua17 was due to defective drive train motor, likely due to defective component. The defective drivetrain motor needs to be replaced to remedy the fault. Upon visual inspection, observe missing patient head restraint wires and load plate shoulder screw, cracked top cover and front enclosure. The observed damages are unrelated to the reported complaint, and these types of physical damage or missing parts are characteristic of user mishandling. All physical damage and missing parts will be replaced to address the issues. The archive data review indicated no system error. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The sticky clutch plate needs deburring to address the issue. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During customer's facility biomed testing, the autopulse platform (serial #(B)(4)displayed "system error, out of service, revert to manual CPR ". No patient involvement.